Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer arrays to the skin inflammation/irritation cannot be ruled out. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm). Additional note: manufacturing date of (B)(6) is october 01, 2017.

Event description:
A 67-year-old female patient with newly diagnosed glioblastoma (gbm) initiated optune gio therapy on (B)(6) 2023. On october 07, 2025, the patient informed novocure that she removed the arrays on (B)(6) 2025, due to the development of sores on her scalp. The patient consulted a dermatologist and was prescribed doxycycline, which reportedly alleviated the symptoms. On (B)(6) 2025, the patient confirmed that she had resumed therapy the previous night. Multiple attempts were made to contact the prescribing physician, although no reply was received.